Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was squirting insulin during the prime process. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer stated that the insulin pump grinds during rewind, squirting insulin during priming and no delivery alarms. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. Device primed properly. No unexpected rewind anomalies noted. (B)(4).